Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter did not retract, after use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis: DHR review was performed on the lot number 7282616. The lot number was built on afa line 1, from october 15, 2017 thru october 20, 2017 review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Review disclosed that one unit with damaged grip (non-activation) was found during the pco sampling for which qn 200714111 was generated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the pir. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation. Investigation samples(s) meet manufacturing specifications: unknown; (units were not received for evaluation and testing). Conclusions: the defect needle retraction failure, as stated as the reported code could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Root cause: relationship of device to the reported incident: indeterminate. Without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.